Event description:
It was reported that the physician cut the catheter with the tuohy needle during the implant. The physician removed the stylet from the catheter before removing the tuohy needle. A portion of the catheter (about 10 cm) was left in the pt. The rest of the catheter was discarded and a new catheter was used to complete the procedure. There were no pt complications reported.

Manufacturer narrative:
Device not available for eval. The catheter is not available for return; a device eval could not be performed. (B)(4).